Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause and treatment were not reported. The same day as event onset, the patient presented to the emergency room and was subsequently was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.